Event description:
The device was explanted. Treatment was reported as total capsulectomy.

Event description:
Patient reported "woke up with a very strong discomfort and a hardened breast", "suspected bia-alcl", and " late seroma". Later healthcare professional reported "late periprosthetic seroma" confirmed by ultrasound and MRI, capsular contracture baker grade IV, and "suspicion of bia-alcl". Pathological markers cd30+ and alk- have not been confirmed. Patient also reported the following events, which are not device-related: "unexplained weight gain" and "compatible with a picture of chronic systemic inflammation associated with implants (bii - breast implant illness)". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Contact information for patient's implanting/treating/explanting physician: name: (B)(6). Facility name: (B)(6). Address: (B)(6). Country: argentina. Email: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev3.0 was performed, and the event of lymphoma ¿ alcl - suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of "capsular contracture", "seroma-late", and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "moderate periprosthetic seroma"; capsular contracture, baker grade IV; "suspicion of bilateral bia-alcl" (pathological markers cd30+ and alk- not confirmed).

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5; b6; b7; d6b; h6.